Manufacturer narrative:
The device ro15065 has been inspected for investigation purpose. The tests performed confirmed that a body screw thread need to be redone. The defective part was repaired.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the screws was non-functional. There was no patient involvement reported.